Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a size/fit issue involving a scorpio femoral component was reported. The event was not confirmed. Device history review: records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as further information such as the device was not returned for evaluation.

Event description:
It was reported that the sample matched very well but the implant itself doesn`t - but at the end it was implanted with a lot of cement. There was a delay of 5 min.

Event description:
It was reported that the sample matched very well but the implant itself doesn`t - but at the end, it was implanted with a lot of cement. There was a delay of 5 min.